Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Blood glucose results of "167 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A replacement meter is being sent.